Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error alarms. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker. The insulin pump passed the displacement test, rewind, basic occlusion, prime and motor tests. The insulin pump was stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed the motor test. The motor may have had an intermittent failure that was not detected during testing.